Event description:
It was reported that the patient presented remotely via merlin.net. Review of the electrograms revealed noise on the right atrial lead. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.